Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4 and b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege pain, physical injury, bodily impairment and excessive metal ion levels. Update rec¿d 5/1/2015 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/14/2015. Update ad 04 jun 2020: (B)(4) has been re-opened under (B)(4) due to medical records received. After review of medical records the patient was revised to address painful left hip, metallosis and adverse local tissue reaction. Operative note reported large effusion of clear fluid, necrotic changes in the capsule consistent with adverse local tissue reaction and metallosis, osteolytic around the acetabular component and some smaller superior lytic lesions. Femur had some bony osteophyte. This were resected for stability. Lab result for metal ions was not provided. Doi: (B)(6) 2008; dor: (B)(6) 2020; left hip. Added medical history, age of patient, revision hospital, dor, patient harm, implant duration details. Also added sleeve and stem due to previous allegation of elevated metal ions and this is asr xl recall products. Corrected patient identifier.